Manufacturer narrative:
Concomitant products: dtmb1d1 crt-d, implanted (B)(6) 2017.

Event description:
It was reported that the patient presented with syncopal episodes. It was discovered that the right ventricular (rv) and left ventricular (lv) leads were reversed in the header of the cardiac resynchronization therapy defibrillator (crt-d), resulting in rv noise and oversensing and inhibition of pacing from the crt-d. A procedure was completed to return the leads to their respective ports in the crt-d and the products remain in use. No further patient complications have been reported as a result of this event.